Manufacturer narrative:
Evaluation was not possible, as the device is not being returned (method code 3263 and results code 3221). Review of the device history records were performed which confirmed no inconsistencies (method code 3317). Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder procedure, it was reported that metal fragments were coming off the blade. They were able to flush some out. There were no patient injuries or complications reported. Additional information received stated that the joint space was irrigated and flushed and there were no visible metal fragments. The product will not be returned for evaluation.